Event description:
Device issue: none. Adverse event: death. Onset of adverse event: approximately 7 months after the procedure. It was reported, via trial, that approximately 7 months post a proximal and mid right coronary artery stenting procedure, the pt in poor health was rehospitalized for chest pain and pulmonary fibrosis. At some unk time, either during or after this hospitalization, the pt died. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). The stent remains in the pt. A f/u will be submitted with all relevant info.